Event description:
It initially was reported to boston scientific corp on (B)(6), 2009, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on a pt (over 18 yrs, actual age). According to the complainant, during the procedure, the balloon would not inflate. Since there was no add'l dilation device available, the procedure was rescheduled. The procedure was later successfully completed using another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. The pt was reported to be well. This event has been deemed a reportable event based on the preliminary investigation results; balloon torn longitudinally.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and mfg dates are unk. A visual examination found that the balloon profile was relaxed and torn longitudinally. There was no damage to the catheter shaft. The protective sleeve was not returned. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance of the balloon was limited (e.g. Tortuous anatomy, sharp exterior sources). A search of the complaint database revealed that no add'l complaints exists for the specified lot. (B)(4).